Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer stated that they lost the battery cap of the insulin pump so that they could not use it. The customer informed that they were changing the batteries. The customer reported that they feel okay for troubleshooting. It was unknown that customer was using auto mode or not. The customer was not using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event.